Event description:
Sales rep reported that a customer is having problems with a t-connector set. A nurse reported that the luer end with the white cap, distal to the patient is cracking, splitting, and leaking. The nurse reported that she will see either blood or IV fluids leaking from the luer end of the extension where it is split or cracked. This is happening frequently and some patients have lost ivs due to the backflow of blood to the cracked area. When this occurs and if the IV is still flowing they change out to a new t-connector extension set. The nurse reported that they put a clave needleless connector on the luer end and that they are not swabbing this site prior to placing the clave. She states that they use alcohol swabs to clean the port prior to drawing blood or starting IV fluids. Also, she reported that some patients may have received power injections through the smartsite valve closest to the patient but that the cracking and splitting events are occurring on several patients that have not received a power injection. They were informed that this set is not rated for use with power injectors and she reported that they will stop the practice and order an appropriate set for that use. No patient harm occurred and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.